Event description:
It was reported that the patient received a shock due to noise, and that lead integrity alert tripped for oversensing. It was also reported that the patient went to the emergency room because he had a syncopal episode at home. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.